Manufacturer narrative:
(B)(4). Product code: phx. Concomitant medical products: 00434903611 glenosphere 36 mm diameter 63606546; 00434906506 retentive poly liner plus (+) 6 mm offset 36; mm diameter 65 degree neck angle 63295422; 00434901013 humeral stem 10 mm stem diameter 130 mm stem length 63662474; base plate 25 mm post length +2 mm lateral offsetuncemented; 0104223033 anatomical shoulderâ?¢ reverse, screw system, 4.5-33 2857358; 0104223042 anatomical shoulderâ?¢ reverse, screw system, 4.5-42 2865695. The investigation is progress. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05851, 0001822565-2018-05852, 0001822565-2018-05853, 0001822565-2019-02010. [Mw5079657].

Event description:
It was reported that the patient underwent a previous right revision shoulder arthroplasty for dislocation. Subsequently, the patient was revised due to dislocation and instability approximately nineteen (19) days post-op. Surgeon mentioned there was possible infection and removed all the products and placed an antibiotic cement hemi-arthroplasty,

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: two units prbcs transfused. Received information will not change previous root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
The complaint was confirmed based on the medical records provided stating turbid fluid was seen and x-rays review stating dislocation. The device history records were reviewed and no deviations/ anomalies identified. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a previous right revision shoulder arthroplasty for dislocation. Subsequently, the patient was revised due to dislocation and instability approximately nineteen (19) days post-op. Surgeon mentioned there was possible infection and removed all the products and placed an antibiotic cement hemi-arthroplasty. No additional information is available.